Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Further information has been requested but has not yet been received.

Event description:
It was reported that a rotaflow displayed the error message ¿head error¿. Complaint ID:(B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The initial failure description was that the rotaflow displays the error message "head error". No patient has been involved when the failure occurred. The affected rotaflow drive (serial#(B)(6)) was sent back to manufacturer for repair. It was received on 2021-08-26 and during investigation by the service department on 2021-09-24 the reported failure "head error" could not be reproduced. Thus the drive was sent to the supplier (B)(4) on 2021-10-01 for further investigation. On 2021-11-15 (B)(4) was unable to reproduce the "head error". After functional test at getinge service department on 2021-11-24 the device was sent back to the user. Based on these investigation results the reported failure could not be confirmed. However, the following most possible root cause could be determined for the head error: 1. The head error follows the sig error. When the ultrasonic cream is applied (due to the sig error) to the flow bubble sensor and the disposable is moved close to the rota flow drive, the magnets in the centrifugal pump interfere with the sensors in the rota flow drive. This error can be overwritten by restarting the rota flow console. 2. If the rpm / lpm is set to zero and the drive as well as the inserted centrifugal pump is shaken this causes magnetic uncoupling of the centrifugal pump and thus leads to the head error. This error can be overwritten by restarting the rota flow console. The rotaflow drive was part of the fsca-2021-07-07. The supplier (B)(4) reworked the control cable assy and tested the device according to the rework instruction. After the rework the drive is working as intended. A device history review (DHR) was performed on 2021-12-07 and the DHR does not show any abnormality or issue that is related or could have led to the customer complaint. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.